Manufacturer narrative:
The customer was advised to return the device for repair. The device has not been returned for evaluation. The instructions for use states in section 5.1  attention to operation (warning) anytime you observe an irregularity in a light source function, stop the examination immediately and take action according to the following procedures: using a defective light source may cause patient and/ or operator injury. After withdrawing the endoscope from the patient refer to the instructions in chapter 8, "troubleshooting" if the problem cannot be resolved by the remedial action as described in chapter 8, do not use the light source and immediately contact olympus. A review of the device history record indicated there were no abnormalities in manufacturing and there was not repair history. A root cause could not be identified. A probable cause for abnormal lamp function is caused by lamp failure.

Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. As the device was not returned to olympus for evaluation, the root cause of the reported issue was not identified. A probable cause could be due to an abnormality in the lamp, and the failure was resolved by replacing the lamp. As stated in the instructions for use as a preventive measure: if any irregularity is observed during inspection do not use the light source and if the problem cannot be resolved, contact olympus. Anytime an irregularity is observed in a light source function, stop the examination immediately and take action according to the information in the manual. Using a defective light source may cause patient and/or operator injury. After withdrawing the endoscope from the patient, refer to the instructions in the manual. If the problem cannot be, do not use the light source and immediately contact olympus. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the scope cv-190 is giving off an error message (b30). It is unknown if the issue occurred during the preparation or during a case. There was no patient harm or injury reported due to the event.